Manufacturer narrative:
Blade assembly was returned to zimmer osp for eval but was in manner from the account that the blade could not be placed into a dermatome to evaluate. Marketing to follow up with account.

Event description:
Blade allegedly made intermittent cuts in skin rather than cutting a graph.